Manufacturer narrative:
Conclusion: this unit has been tagged out.

Event description:
It was reported via repair work order that the brakes could not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.